Event description:
Edwards received notification that this 63-year-old patient with a 11500a23 valve model implanted in the aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of three (3) years and four (4) months due to calcific degeneration and leaflet restricted motion, that led to severe stenosis (opening area of 0.8 cm2, velocity 4.33 m/sec and mean gradient 47mmhg) and mild insufficiency. As reported, patient presented with shortness of breath (nyha class ii). A 26mm transcatheter valve was implanted within the surgical edwards valve with good results. Patient was discharged home in good conditions.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The information available in this file was found to be a duplicate of a complaint number (B)(4) (report ID: 2015691-2024-01574). The evaluation conclusions has already been submitted to FDA through (B)(4) investigation. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.